Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 20, 250 mg/dl. Tests were within 10 minutes with a difference of 151%. Patient did not experience any adverse events. No further information has been reported.